Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to reported symptom of "burnt fluid found between pump and wireless module," which was confirmed during device investigation. Device investigation found the outside of the wireless battery module case and external pump rear case to have signs of dried fluid residue, which was not burnt but was dark in nature giving the appearance of being burnt. Further, device investigation found the inside of the rear case assembly to have bubbling on the conformal coating of q5 on the backflex, suggesting an increased draw as a result of overcharging related to the wireless battery module. Device investigation determined the cause to be fluid intrusion. The rear case assembly was replaced to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump had a burnt fluid found between the pump and wireless module in the acute care area. It was also reported there was no patient involvement.